Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 567 mg/dl. The customer had symptoms such as headache and not feeling well. Customer's blood glucose value was mg/dl over 600 mg/dl at the time of the call. Customer declined to troubleshoot for leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer's blood glucose began to drop after complete set change. The product was not returned for analysis.